Event description:
Boston scientific received information that during a procedure involving electrocautery use, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and pacing inhibition for greater than two seconds. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.